Event description:
Facility reported, before an unknown surgery, a small battery drive motor was not operating at full speed. There was no delay in surgery reported and a spare device was available. This is report 1 of 1 for (B)(4)..

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by (B)(4). The customers complaint that the device had low (rpms) rotations per minute was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time.